Event description:
It was reported that during an appendectomy procedure, it was observed that the device did not staple when fired at the cecal base cutting the appendix without the stapling the base. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 6/03/2026 d4: batch #unk additional information was requested, and the following was obtained: 1. How was the case completed? 2. Could you please clarify if there were any patient consequences? 3. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? - I have no further information. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.